Manufacturer narrative:
Product complaint # (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that a winding former with eight sutures of vcp1751d. The product code is a control release, and each packet contains eight strands. A visual inspection was conducted on the returned product. The suture strands in slot#2 to slot#8 had been used: a short piece of cut thread were attached to the needle and the suture end was noted to be cut. Additionally, it was noted that the needle-suture combination in slot #1 was placed in the winding former and had not been dispensed. A yellow translucent object was attached to the needle in slot #1. Additionally, photo was provided and it eight suture-needle combinations were parked in a winding former, the suture-needle combinations were not dispensed yet. There appears to be a small piece foreign matter attached to the needle in slot#1, this situation shown in the photo is consistent with the actual product received. Based on the information currently available, the foreign matter attached to the needle was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained via: where was the foreign material found? (Inside shipping box, inside implant box, directly on device?) Directly on device is it possible that the foreign material fell into packaging upon opening of device? No was the suture seals on the foil still intact when the package was opened? Yes where was the hole, puncture, or tear found? (Kit carton, pre-filled syringe packaging, or tip packaging) no hole, puncture, or tear was found. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported that foreign matter was found on the needle surface (as the photo shows) in the newly dispensed suture when it was opened to prepare for unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.